Event description:
The hcp reported the patient had been experiencing increased pain an intermittent alarm sounding since the middle of may. The hcp had been working with the patient on oral medication coverage to deal with the increased pain. The patient was refilled and a day later began to complain of nausea, vomiting, and weakness in the legs. The hcp reported there was no volume discrepancy with the estimated reservoir volume being 3.0ml and the actual 2.8ml.